Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision the stem drill broke off the broach. The stem trial was stuck in the patients tibia and it was retrieved without having any cause or damage to patient. All pieces were retrieved from the patient. Surgical delay of 20-30 minutes.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.